Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided. (B)(6).

Event description:
The customer reported receiving erroneous high patient results for sodium and potassium on the au480 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.

Manufacturer narrative:
Additional information was received on (B)(6) 2020 confirming the issue started 30december2019. Service confirmed they went to the customer site on 2january2020 to perform troubleshooting. At this time, it was unclear if patient results were truly impacted as the fse ran samples and was unable to confirm the reported erroneous ise (ion selective electrode) patient result issue. No patient data or print outs were provided from the customer. The fse performed service on the instrument (kinked sample probe, j nozzle alignment and dirty reference block) to resolve the reported quality control (qc) issue. The customer called into hotline on 7january2020 indicating the issue had continued to reoccur. Service went back out to the customer site and the fse replaced the ise buffer valves to resolve the issue.